Manufacturer narrative:
(B)(4). Date sent 1/6/2025. D4 batch #575c87. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc75 device was received with no apparent damage and with a reload loaded in the device. The reload had the proximal 16 drivers up with some b-formed staples and some protruding staples on the deck and the reload deck was slightly damaged, the remaining drivers down with staples present and a swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. The damage to the cartridge deck is consistent with the device being clamped over a hard object. The event reported was confirmed and it is related to improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 575c87, and no non-conformances were identified. The lot/batch history records were reviewed and certified by external manufacturing for 597c07, that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown open surgery, the experienced nurse set up and tried to perform functional end to end anastomosis as usual at the 1st firing, but the device locked out, so the surgery was completed with a new device. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.